Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/4/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-6564 partially threaded cannula fractured at the tip during use in a patient¿s shoulder, resulting in a small fragment breaking off. The surgeon successfully retrieved and suctioned out the fragment without further complications. This was discovered during a procedure on (B)(6) 2025. Additional information was provided on 08/08/2025: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2025. The case was completed using a replacement ar-6564 partially threaded cannula. There was no case delay or added anesthesia administered to the patient. There were no photos taken of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6564 partially threaded cannula, batch 5066157846, was received for investigation. Visual inspection revealed that the device's tip was fractured. Functional testing was not performed due to the damage. The most likely cause of the reported failure is user error, such as misaligned insertion and prying or leveraging the device during insertion. The complaint allegation is confirmed. Refer to the investigation photos.